Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "culture-negative" peritonitis, manifested by "poor drainage", abdominal pain, and diarrhea. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for the event. The patient received vancomycin (1.5g, intravenously for fourteen (14) days) and ceftazidime (1g, once daily. Intravenously for fourteen (14) days) as treatment for the peritonitis. It was reported that the patient recovered from the event on an unspecified date. Fourteen days after admission the patient was discharged. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, e1, e3, h6 and h11. B5: upon follow up, it was reported that the cause of the peritonitis was due to a breach in aseptic technique. The breach in aseptic technique was further described as "did not clean the area before starting the pd". It was not reported if the patient was retrained on proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.